Event description:
Patient reported left side auto immune, heart palpitations, joint pain, swelling hands feet ankles, skin rash, brain fog, extreme fatigue and possible breast implant illness, which is not device related. Patient later reported "rupture, implant was encapsulated" and " inflammation all over their body, joint pain, lost their fingernails and removal. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.